Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the doctor was doing a gastrectomy and the ta 90 initially fired by the resident had no staples. The doctor then got a reload and stapled the stomach again but there were still no staples and the whole stomach was left bleeding. The doctor then hand sewed it. Current patient status: fine. Add'l info: no reinforcement material used. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem.